Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, : product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Date of event: no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient had a revision of wound overlying left frontal deep brain stimulation (dbs) lead and left parietal dbs connector lead site. This occurred on 2010. They had an erosion of implant lead through scalp, left frontal and parietal areas. The patient responded well to the dbs of the subthalamic nucleus for the treatment of her parkinson's disease. They arrived at the clinic with an area of necrosis overlying the left parietal lead site, and on further inspection there was a small area also overlying the left frontal dbs electrode site. They were brought to the operating room to excise the area of granulation tissue, wash the wound out, and try and rescue this implant from being removed. The cap and burr hole site looked fairly clean. The small point of necrosis in the superior frontal area was mostly around a coil of wire that exposed and debrided and then re-tucked under the galea after excising the necrotic-looking tissue. The left parietal area overlying the extension wire and dbs connector site where there were two points of necrosis. They "ellipsed" out the area of necrosis using a scalpel blade down to the wire which had begun to erode up through the galea. No further complications were reported or anticipated with this event.